Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the root cause was broken shopping tower door clips. A field service engineer replaced the damaged clips, checked the latch mechanism, and confirmed that all doors operated smoothly without any malfunctions or delays. The customer verified that the shelf was properly assembled with the new clips installed, and no further repairs were required at that time. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower shelf hinge was missed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.